Event description:
It was reported that while wearing an apexpro fh with a disposable spo2 sensor, pt experienced a shock. Customer reported that as pt was washing her hands under running water with the sensor connected to her finger, and sensor plugged into the probe box, she felt a shock. It was reported that the nurse took the transmitter and spo2 cable out of service immediately. It was reported that about thirty minutes after the event, the pt complained of "tingling" still in her right middle finger. There was no med intervention required.

Manufacturer narrative:
Multiple attempts for product return and requests for additional info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.